Event description:
As reported, patient with complex history of multiple (5-6) breast surgeries, was treated on (B)(6) 2022 that included use of galaflex. Post implant the patient developed an infection, thereby underwent additional surgery that included removal of breast implants and the galaflex mesh on (B)(6) 2023. It was reported that patient had an additional three surgeries to remove the galaflex mesh. Patient reports that, "I still have a lot of pain till this day. I don't have nipples anymore, and my breast looks awful. I have a lot of nerve pain, since the day that I had the galaflex mesh".

Manufacturer narrative:
As reported, patient had infection post implant of galaflex and underwent surgeries with mesh explant. Photo provided show patient had open wounds, areola was removed, wound healing issues, pieces of explanted mesh and excised tissue. Based on the information provided, no conclusions can be made as to the degree to which the galaflex device that is provided single use sterile may have caused or contributed to the patient's postoperative complications. Infection is a known inherent risk of surgery and is included as a possible complication in the adverse reaction section of the instructions-for-use (IFU) supplied with the device. In regard to the infection, the warnings section of the IFU states: "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note, the date of event (16-jan-2023) is considered to be a best estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
As reported, patient with complex history of multiple (5-6) breast surgeries, was treated on (B)(6)2022 that included use of galaflex. Post implant the patient developed an infection, thereby underwent additional surgery that included removal of breast implants and the galaflex mesh on (B)(6)2023. It was reported that patient had an additional three surgeries to remove the galaflex mesh. Patient reports that, "I still have a lot of pain till this day. I don't have nipples anymore, and my breast looks awful. I have a lot of nerve pain, since the day that I had the galaflex mesh". Addendum: it was reported that the "galaflex would break down but instead it became rubbery" and was removed on (B)(6)2023.

Manufacturer narrative:
As reported, patient had infection post implant of galaflex and underwent surgeries with mesh explant. Photo provided show patient had open wounds, areola was removed, wound healing issues, pieces of explanted mesh and excised tissue. Based on the information provided, no conclusions can be made as to the degree to which the galaflex device that is provided single use sterile may have caused or contributed to the patient's postoperative complications. Infection is a known inherent risk of surgery and is included as a possible complication in the adverse reaction section of the instructions-for-use (IFU) supplied with the device. In regard to the infection, the warnings section of the IFU states: "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Addendum: h11: this supplemental MDR is submitted to document the additional information received including date of explant. Review of manufacturing records confirms product was manufactured to specification. It is expected that the device would not have the same physically characteristics over year after implant as the device will begin to resorb. The instructions-for-use, supplied with the device states "p4hb bioresorbs through a process of hydrolysis and hydrolytic enzymatic digestion. Galaflex scaffold retains approximately 70% of its strength at 12 weeks. Bioresorption of the scaffold material will be essentially complete within 18-24 months." Updated fields: b4, b5, d4 (UDI), d6.b (date of explant), g3, g6, h2, h4, h6, h10, h11 corrected fields: b3 (date of event), e1, g2 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.